Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). It was reported that the patient mentioned they just got out of the hospital.